Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber was not responding; the beam was very weak and could not vaporize the tissue. In addition, the fiber tip was flawed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Analysis of the returned device identified a detached glass and metal cap.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap and metal cap were detached and not returned; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including metal and glass cap detachment. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.